Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017- device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2016 with the following findings: evaluation revealed cgm warning history shows ¿cs215¿ cgm failure warning on (B)(6) 2016. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hrs. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation- unable to duplicate ¿cs206¿ complaint. Opened pump- cold solder was found to the cgm inter-board gold pin.

Event description:
The pump was returned for investigation. Investigation revealed a cold solder issue. This report is made based on results of investigation completed on 12/07/2016.